Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) 208-01-03 - cc femoral sz 3. (B)(6) 204-34-04 - fluted stem extension 40l x 14 mm. (B)(6) 208-05-03 - cc distal fem augment sz 3, 5mm. (B)(6) 208-05-03 - cc distal fem augment sz 3, 5mm. (B)(6) 208-09-05 - cc stem ext adaptor 5 degree.

Event description:
It was reported via legal documents that on (B)(6) 2019, the female patient underwent a second revision of the right exactech knee device secondary to polyethylene liner wear, approximately 6 years 2 months after the first revision procedure. It is stated that despite undergoing the revision surgeries, the patient experiences daily knee pain and discomfort which limit activities of daily living and recreation and impacts quality of life. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Patient has bilateral knee replacements.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, infection, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, component, and investigation clinical codes.